Event description:
It was reported that the depth gauge was found broken prior to the procedure. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device location is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h10 visual examination of the returned product identified the device has fractured at the sixth notch location. There is scuffing on the handle and the end of the device. There was no bend to the remaining tip of the gauge. Complaint confirmed based on the evaluation of the returned product. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.